Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a starclose se device with a 6fr sheath after a neurological angiogram procedure. Reportedly, after removal of the starclose se device, the physician found a "string" at the end of the device. The string was between the end of the device body and the shaft. The physician was concerned that the string could have come off and gone into the patient anatomy causing an adverse event. The origin of the string is unknown. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be a "frequent user" of the starclose se device; however, it is unknown if the physician is trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.